Event description:
The patient reported that the down arrow button on the side of the infusion device does not work. He stated that when he presses it, he hears a "clicking" noise, but nothing is happening. The patient stated that he is unable to perform a quick bolus due to this. The patient's blood glucose was not affected. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Replacement product was sent. The product was requested to be returned for evaluation.